Event description:
It was reported when a patient presented in hospital after the patient receiving inappropriate shock therapy. Interrogation revealed the device was in backup vvi mode. The patient was in the hospital for 16 days for unrelated surgery. A software code download was performed and nominal settings were reprogrammed. The device was later explanted and replaced due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported backup vvi was confirmed in the laboratory via review of the field records. The device was tested on the bench and no anomaly was found.